Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a syringe. The customer reports having oil on the piston or they have black specks inside which mixes with the medication. The customer reports no patient harm or medical intervention.

Manufacturer narrative:
The product was manufactured on 08/12/2014. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received in the future. The exact root cause of the reported condition stated by the customer could not be determined. However as result of previous investigations with similar failures reported, it was determined that the excess of silicon could be occasioned by double application of silicon during the syringe reprinted process. The printing and silicone process is simultaneous during the normal assembly process; and the probable root cause for the black specks could be originated by the lack of adequate cleaning of the printing line. As a containment action, a quality alert was posted in the line to notify the operators about the condition reported and about the silicon usage. As corrective/preventive actions, the procedure was updated. It indicates that the cleaning of the printer machine was added to the training list for the technician and group leader. The process will be updated to include the instruction for the re-work process of the printed syringe and specify that the operator must deactivate the silicon applicator when the syringe is required to be reprinted to avoid excess of silicon. There has been an added instruction to the station stating it will be free of ink residue after the start of production. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/09/2014. An investigation is currently underway, upon completion, the results will be forwarded.